Manufacturer narrative:
The insulin pump was received with button error alarm and no button response due to moisture damage keypad traces. The pump was received with scratched lcd window, cracked display window corners, cracked reservoir tube lip and no moisture damage on electronic assembly.

Event description:
The customer reported via phone call of high blood glucose readings and a button error on the insulin pump. The customer's blood glucose reading was 523 mg/dl. The customer treated with a manual injection. The customer stated that the alarm occurred right after the pump was exposed to moisture. The customer stated that there could have been gym-sweat. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.